Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: the photos and videos were received by bd for evaluation. A quality engineer was able to review the returned photos and video of a safetyglide syringe from lot #9084805 regarding item #305945 with the reported issue that one syringe had a clear liquid and the other a black speck. This is the 1st related complaint reported with the defect/condition of foreign matter with lot #9084805 regarding item #305945. A review of the device history record was completed for batch # 9084805. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification noted for scratched print. Based on the photos and videos received, the investigation concluded that embecta was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA/sa is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as it is difficult to determine the identities of these materials solely from the attached photos and videos. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd 1-ml tuberculin syringe with 27-g x 1/2-in permanently attached needle foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: "there is a problem with a syringe. 1ml syringe contained a clear liquid inside the syringe, and a black speck inside one."